Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose value was 50 mg/dl, 281 mg/dl. The customer declined troubleshooting on insulin pump for low and high blood glucose and they received lost sensor alert. The insulin pump will not be returned for analysis.